Event description:
It was reported that the customer attempted to connect the product with a device at a pre-use check, but could not do it successfully because of a loose connection. No patient injury was reported.

Manufacturer narrative:
Supplier completed evaluation of returned product. The root cause was found to be the supplied item fault. A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).